Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4). The returned flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 317 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 4 mm and appears in good condition. There was no light from the sma connector, likely due to a fracture near the distal end of the laser fiber. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that there was no light from the sma connector, likely due to a fracture at the distal end of the device. When tested with the laser console, the aim beam was not present at the end of the exposed glass window, but was present at the location of the fracture. Additionally, the exposed glass tip appeared in good condition. It is likely that procedural handling of the device during set-up or use contributed to the fracture at the distal end. The fracture may have led to an inability to use the fiber and the reported event. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 tractip laser fiber was used in a procedure performed on an unknown date. According to the complainant, the material was defective. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Note: this event has been deemed a reportable event based on the investigation finding of distal end of the laser fiber fractured.